Event description:
It was reported that the display screen on the customer's insulin pump has condensation and scratches and it is difficult to read. It was mentioned that the customer has to restart the rewind process several times in order to complete. It was also reported that the buttons on the insulin pump are unresponsive. The customer also reported excessive no delivery alarms. Customer declined troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.